Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and discovered the probe vacuum cycle count was off pattern. Fse replaced the collar wash vacuum valve and that resolved the leaks. Fse also discovered there were two o-rings in the electrode port while draining the flowcell. Fse removed one o-ring, cleaned the port and re-installed the electrode. Fse verified ise and cartridge chemistries results were acceptable. All issues were resolved and instrument resumed operation. The beckman coulter internal identifier is (B)(4).

Event description:
A beckman field service engineer (fse) reported finding a small water droplet under reagent probe b while troubleshooting erratic quality control of ion selective electrode (ise) and cartridge chemistries (cc) on the customer's unicel dxc 600i synchron clinical chemistry system. The leaked fluid was water and contained to the instrument. The operator wore a lab coat while troubleshooting. No one was injured or exposed. No erroneous results were generated.